Event description:
Source: (B)(6) / an anonymous patient event was filed at my facility stating the bbraun jloops (we use bbraun 470100) do not connect easily/correctly to the new IV cathlons (bd 386881, 381467, 381411, 386888, 386883, 386886 ). They leak, come disconnected, and seems like it would increase risk of infection. Multiple issues. End user is unsure if issue resides with the jloop or the cathlon.